Event description:
It was reported that before an unknown procedure, when the package was opened, the jaw was broken. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Event description:
The user received questionable phenytoin results for two patient samples from the cobas c501 analyzer. The user only provided data for one patient sample. The initial result was 0 umol/l and the repeat result was 102.4 umol/l. None of the results were reported outside the laboratory. No adverse events were alleged regarding the discrepancies. The phenytoin reagent lot number was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Required information was not provided for further invsetigation. Based upon the information provided, the problem was most likely related to an incorrect adjustment of the false bottom sample tube on the rack. If the adjustment is not correct, the sample needle tip may not go into the sample or it may touch the bottom, which can lead to a negative result. The customer was notified and they have defined a specific rack for use with these tubes to prevent the issue in the future. No adverse events were reported.